Event description:
It was reported that the implantable neurostimulator was removed because of infection. No patient or device identifying information was available. A follow-up report will be submitted if additional information becomes available.